Manufacturer narrative:
A partial lead with lead tip measuring 13.5 cm was returned for analysis. External insulation abrasion was found at 7.5 - 9.4 cm from the cut end of the is-1 leg consistent with friction to device can. The lumen to inner coil was found to be abraded and damage was noted to the ptfe liner exposing the inner coil. The reported noise could occur if the exposed inner coil come in contact against the device can. Without the return of the entire lead a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate defibrillation therapy due to noise. The lead was capped and replaced. During explant an insulation anomaly was observed. The patient's condition is fine after the event.